Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of electromechanical noise. Technical services reviewed the electrograms and stated the electromagnetic noise was very organized at approximately 200 ms in rate. Technical services discussed finding out what the patient was doing at the time of the shock. There were no additional adverse patient effects. The system remains implanted.